Event description:
Humalog kwikpen plunger would not properly press down all the way to give full dose. Pt had to "turn and push down" to get plunger to move. Eventually it would not move at all. Dose: six units with meal. Frequency: tid. Route: subq. Dates of use: (B)(6) 2012. Reason for use: diabetes.